Event description:
Event description guidant received information that this newly implanted ventricular lead exhibited noise on the rate/sense channel that was oversensed and resulted in pacing inhibition. The noise, but not the pacing inhibition, could be recreated with isometrics and with coughing. All lead measurements were good and stable. Additional information was received that an invasive procedure was performed and all leads were inserted correctly and all setscrews were tight. The new ventricular lead and an old, abandoned pace/sense lead were noted to cross one another near the tricuspid valve. These two leads along with the cardiac resynchronization therapy defibrillator (crt-d) were explanted and new items were successfully implanted.